Event description:
Procedure: lobectomy. According to the reporter: after firing, the knife wouldn't be retrieved completely and the jaws couldn't be opened. The surgeon sutured the central side and peripheral side of pv and cut off both ends. The nurse commented she loaded the cartridge properly and the jaw opened properly during testing. Was any reinforcement material used in conjunction with the stapling device? No.

Manufacturer narrative:
(B)(4).